Manufacturer narrative:
H4: the lot was manufactured from october 26, 2022 to october 27, 2022. H10: the actual device and a photograph were received for evaluation. The actual device was received only partially filled with a solution. Visual inspection of the actual did not identify any abnormalities that could have contributed to the reported condition. There were no issues of the connector or cap areas with the cap removed. The photograph was reviewed and a white irregularly shaped polymeric appearing particle was observed.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small particle inside the fluid path. The was observed during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.